Event description:
Paramedics responded to a person condition unknown. The device was connected to the pt with 4-lead ECG electrodes then disposable defibrillation/ECG electrodes. According to the rptr, when the device was switched to paddles lead, the device alarmed connect electrodes and would not display the pt's rhythm in paddles. The pt was then prepped for 12-lead ECG to the device and three 12-leads were performed diagnosing the pt with an acute mi. The pt was transported to the hospital. No adverse affects to the pt were reported as a result of the alleged malfunction.